Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal and bolus delivery were on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the alarm history revealed typical usage alarms; no alarms were related to the reported complaint. The pump successfully passed the delivery accuracy test. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported an inaccurate delivery issue with the pump. The patient reportedly experienced high blood glucose. The distributer stated the following: the time and date were noted to be correct, there were no associated alarms, no issues were found with the programming/settings on the pump and as per pump history the pump delivered as programmed. There was no reported bg values or reported symptoms. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.